Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2016, the patient underwent a peripheral stenting procedure to treat a target lesion in the moderately calcified left superficial femoral artery. Pre-dilatation was performed using a 4.0 x 80 mm armada dilatation catheter inflated to nominal pressure. During the first inflation, reported to be a long inflation, a balloon rupture occurred. There was no patient injury and no difficulty noted during removal. A second same size armada dilatation catheter was used to complete pre-dilatation. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.